Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va090j4 serial# implanted: 2013-(B)(6) explanted: 2018-(B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The caller was an MRI safety officer and provided rtg number from their notes. Caller stated that their notes indicated a revision was done on (B)(6)2020 (no further details were known) and that "mdt wouldn't sign off" on the MRI safety. Technical services (ts) reviewed that patient had potentially eligible full body system but that eligibility would need to be verified with handset and MRI mode. Ts reviewed if MRI mode displays something other than full body, patient would likely want to speak with hcp as to why they are not eligible for full body scans.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va090j4, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The MRI tech read an op note dated (B)(6) 2020 by the patient's managing physician. Surgery of a ghost lead was removed from the foramen which caused severe pain, but per patient the lead is still implanted. The lead was dissected down to the tined but was buried very deeply into the sacral foramen and the tines broke off the lead as it was removed leaving the electrodes in place, it was unknown how much was left in patient's body. The caller reported that per x-ray from surgery, radiopaque marker remain in the sacrum but all other pieces of the lead, including the tines and all 4 electrodes has been removed. Patient services redirect the caller to patient's health care professional to further address the issue.